Event description:
It was reported that a remote alert was received, indicating that this subcutaneous implantable cardioverter defibrillator (s-ICD) was exhibiting premature battery depletion. The physician subsequently explanted and replaced the device to resolve the event, and no additional adverse patient effects were reported. This s-ICD is expected to be returned for analysis.

Event description:
It was reported that a remote alert was received, indicating that this subcutaneous implantable cardioverter defibrillator (s-ICD) was exhibiting premature battery depletion. The physician subsequently explanted and replaced the device to resolve the event, and no additional adverse patient effects were reported. This s-ICD was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. This report is being sent to provide new information in sections b5 (event description), d9 (device avail for evaluation and returned to manufacturer date), h3 (device eval by manufacturer), h6 (component codes, evaluation method codes, evaluation result codes, and evaluation conclusion codes), h7 (if remedial type init, type), h9 (correction/removal reporting #), and h11 (additional MFR narrative).